Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: (B)(4), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(4), 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(4), 300-20-02 - equinox square torque define screw drive kit. (B)(4), 310-01-44 - equinoxe, humeral head short, 44mm (alpha).

Event description:
As reported, approximately 7.5 years post op the initial right tsa, this 68 y/o female patient was revised due to the components being loose. Reason for the loosening is unknown. Surgeon removed components and replaced with anatomic hemi. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Device is not returning due to hospital policy.

Manufacturer narrative:
The reason for the revision reported might be due to prothesis wear and fracture of the glenoid component. Additionally, the revision could have been due to an insufficient bond between the glenoid component and bone and the humeral component and bone leading to aseptic (non-infected) loosening and/or the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed from the information provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code, problem code, and component code.